Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. It was identified this lot had been placed on qc, sorted, then accepted units dispositioned for release again to production due to a recall. However, the failure being reported in the complaint is not related to the issue identified in the recall.

Event description:
According to the available information, the device was explanted due to infection and was not replaced.